Event description:
Report received of a tubing separation resulting in blood loss. An unspecified hydration fluid was infusing via the primary plum set connected to the pt's IV access site. A secondary infusion of magnesium sulfate was piggybacked into the distal y-clave port. A nurse reportedly initiated the infusions and left the pt's room. Reportedly, a few minutes later, the pt summoned the nurse back to the room. The nurse reported that the tubing had separated distal to the clave y-site. The IV solutions were leaking onto the floor and an unspecified amount of bleed back and blood loss was noted from the distal tubing that was still connected to the pt's IV access site. The tubing ws replaced, and the two infusions were resumed. There was no reported delay in critical therapy or adverse sequelae to the pt. Although requested, no further info was available.